Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported gripper line break and the gripper actuation issue were confirmed via the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported gripper actuation issue appears to be the cascading effect of the gripper line break. However, a definitive cause for the reported gripper line break could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the broken gripper line and gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. When attempting to grasp, the anterior gripper arm lowered but the posterior gripper arm did not. Troubleshooting was performed, but unsuccessful. It was noted that the gripper line broke. The clip was not implanted and the cds was removed. A new cds was used to complete the procedure. One clip was implanted, reducing mr to a grade of greater than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.